Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a cracked reservoir tube lip and a loose and flush drive support disk. The insulin pump had a cracked display window, a scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had cracks on their insulin pump. The customer reported one crack on the insulin pump's screen. It was also found the customer had another crack by the reservoir compartment. The customer also reported a piece had fallen off of the reservoir compartment. Customer has to push the reservoir compartment for it to stay elevated. The customer could not recall how the damage had occurred. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.